Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose levels. The quick release on the infusion set disconnected from the site three times and the insulin pump did not alarm. Customer's blood glucose level was over 600 mg/dl. He changed the infusion set several times. The customer had a headache and had to frequently urinate. He treated his blood glucose level with boluses. The device was not returned.